Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient got a kit with a lot of stickers and literature in different languages and 3 manuals. Patient wanted to know which one applies to them. Reviewed which one applied to their ins. Offered and emailed quick guide. Patient said the program after implant (p1) worked very well, it worked as well as the trial which was like a miracle, not 100 percent but 90 percent. Patient said at implant: the manufacturer representative (rep) told them specifically: every week they have to put it on the next program and spend 7-10 days on each different one, but it has been such a disaster. Patient said they tried to use program 2 but it caused even worse symptom return, they were up every 45 minutes and when they urinate, they must spend 45 minutes doing bladder emptying exercises. Patient said they only made it 2 days and put it back to program 1, they could never make it 7-10 days. Patient asked if they really must continue fo llowing the reps instructions and try program 3 next? Reviewed some general interstim information, general program guidance, therapy optimization information and redirected to their doctor. Patient said the healthcare provider (hcp) had told them the ins would be buried and they should not feel it, it will be invisible, and patient said: they have lots of room to bury it. Patient said now that the incision is healed, they notice it is very close to the skin, it is painful and uncomfortable, it shifts around when it is pressed by clothing or furniture and they get lots of tingling when they run their fingers around the rim. Reviewed patients have the option to turn stimulation down or off and report the issue to their doctor. Patient said they want to know if the pain should or shouldn't be there and worried it could be causing a problem because it is painful and because it "releases charges: just by touching it. Redirected to their doctor. Patient repeated patient's doctor is gone for 4-6 weeks and their gp has never heard of it. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.